Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the im reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. During investigation, no material, design or manufacturing related issues were found. The outer spiral is uncoiled. Most likely the reamer head got jammed during operating in the bone marrow channel (i.e. Due to hard bone in combination with a small channel); the surgeon tried to remove the reamer operating in counter-clockwise direction (most likely with a power tool). During this the outer spiral got uncoiled and the shaft got deformed. Operating in counter-clockwise direction is a result of an inadequate usage. The IFU includes that the reamer shall never be operated in counter-clockwise and reaming shall be done carefully. No non-conformity identified.

Event description:
The customer reported that the reamer became damaged during the first use of the device (during surgery of tibia). There were no adverse consequences to the patient or user, the spiral part of the reamer became damaged when the reamer was inserted to the half length of the bone. A reamer of a larger diameter (11) was used to finish the surgery.